Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt's guardians noticed a gradual decrease in hearing performance since (B)(6) 2011. History of head trauma is denied by the guardians and problems of outer devices have been excluded. Last testing showed all channels in status hi.